Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that programming changes were made on 6 sep 2023. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed but not yet made. The patient was in stable condition.